Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. In addition, it was reported the pump battery would not charge and subsequently shut down. The customer's blood glucose level ranged from 260-300 mg/dl. Customer reverted to manual injections for insulin therapy.